Event description:
It was reported that during a sleeve gastrectomy procedure, the knife blade diverted to the left into the staple cartridge. The staples did not form. They were able to remove the device and replace it with another one and complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, and damaged drivers. The analysis found that one device was returned in good visual condition and with an ecr60t present. The reload was with right side fully fired and with left side two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, some drivers, and one piece sled were noted to be damaged. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Surgical photographs were received. The indicators observed in both photographs, confirms the product inquiry's description of the complication experienced during the procedure. However based on what could be observed in the photographs, it cannot be determined what may have caused the cartridge damage. Since the device and staple cartridge are being returned physically analyzing the staple cartridge from various angles and views may result in a more conclusive finding.